Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, the air gas module was replaced. The air gas module was received for investigation. The received air gas module was mounted in a ventilator where it failed the pre-use check in the same way as reported (flow transducer test failed). Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module and the moisture is the root cause of the delta pressure transducer's failure. The failure was confirmed in received device logs and provided picture. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. According to the users' manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that water was noted in the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).